Event description:
End user's mother claims the casters bent down and broke. End user fell from chair and fractured his leg.

Manufacturer narrative:
The quality dept is currently working with the end user's mother to resolve this issue. The end user's mother is returning the wheelchair for investigation. If/when the wheelchair is received and investigated, a f/u report will be filed at that time.